Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was entering the valve of a 7f sheath . Another balloon expandable stent was used to successfully perform the procedure. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfwi1760. The investigation is inconclusive as the device was not returned. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.